Manufacturer narrative:
Batch review performed on 13 april 2023: lot 2237902: (B)(4) manufactured and released on 10-oct-2022. Expiration date: 2027-09-25. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional devices involved batch reviews performed on 13 april 2023 gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 (k090988) lot 2202623: (B)(4).manufactured and released on 15-june-2022. Expiration date: 2027-06-02. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 2010168: (B)(4) manufactured and released on 21-jan-2021. Expiration date: 2026-01-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Gmk-sphere 02.12.e004rp patella resurfacing size 4 e-cross (k202022) lot 2217080: (B)(4) manufactured and released on 10-aug-2022. Expiration date: 2027-09-21. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.